Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: multiple tears/cuts on both power cables. The reported event of a damaged outer insulation on both power cables was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed multiple tears/cuts on both power cables. Further evaluation revealed an early stage of conductor breakdown in both power cables; however, this conductor breakdown did not result in atypical alarms during analysis and the system controller successfully operated the test pump. The data log files were successfully retrieved. The event log file contained events recorded from august 9 to august 19, 2021. The system maintained the set speed with no interruptions and there were power cable disconnect alarms associated with power source exchanges and low voltage alarms associated with depleted batteries. The periodic log file contained events recorded from june 16 to august 19, 2021. The recorded data did not add any new information regarding the event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator noticed damage on the outer isolation on both the black and white power cables of the patient's system controller. There were no functional limitations of the controller reported. The vad coordinator exchanged the patient's controller.